Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences. Customer states sensor glucose was 150 and blood glucose was 55 mg/d. Customer reports of not being able to set a threshold suspend due to inaccuracy of readings. Customer also reports of receiving calibration error and experienced bleeding at site. Customer was not able to troubleshoot due to being in the car driving. Was also advised on the possible reason for call error and bleeding at site. Customer was also advised to call the helpline when experiencing problems. Customer declined troubleshooting for low blood glucose. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.